Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 175 mg/dl and sensor glucose was 75 mg/dl at the time of incident when it triggered threshold suspend. The customer stated there were bent cannulas from the previous sensors. The customer was advised to turn sensor feature off and turn back on then perform reconnect old sensor. The sensor will not be returned for analysis.